Event description:
It was reported that the patients first device was ¿supposed¿ to last 4-7 years depending on how often it was used but it no longer functioned after 2 years. It was thus replaced with a rechargeable device. Additional information on this was requested of the patients physician. If received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).